Event description:
Two 4.0 cannulated screws were placed from anterolateral to posteromedial, perpendicular to the fracture line as evidenced on CT scan. These screws were placed percutaneously over guidewire using a small incision and blunt dissection with a hemostat to protect branches of the superficial peroneal nerve. When inserting the first screw over the wire, as it reached the fracture, a screw suddenly "unraveled," meaning that all the threads broke off of the screw. It was felt that this may be due to a small bend in the wire and the self-drilling teeth catching the wire; however, this was a complication that has not been seen before by this physician. The screw was backed out, and the second screw was placed with no ill effect. Radiographs of the ankle were performed and carefully examined. It appeared that the threads of the screw were buried completely in bone and had not come out through the fracture; however, on one perfectly tangential line to the fracture it was questionable as to whether they may actually penetrate the subchondral plate. An ankle arthroscopy was performed, which confirmed no hardware in the ankle joint.